Manufacturer narrative:
The patient's age, sex, and weight were not provided. Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during the review of the system controller log file, there were multiple intermittent speed drops below the low speed limit. It was reported that something may have been ingested through the pump. No further information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The report of low speed events and elevations in pump power and flow can be confirmed based on the submitted log file. The log file contained approximately 29 days of data, spanning from day 64 hour 17 minute 56 to day 65 hour 22 minute 50, which captured numerous events where the pump¿s speed dropped below the low speed limit. Several of the speed drops triggered the low speed advisory alarm, and one event, where the pump¿s speed dropped to 3170 rpms, triggered the low speed hazard alarm. Numerous elevations in pump power and calculated flow were also captured in the log file, consistent with the low speed events. Pump power ranged from 4.6 watts to slight elevations as high as 19.3 watts, while pump flow ranged from 3.5 lpm to elevations as high as 12.0 lpm. Avg. Pi ranged from 1.9-5.6, respectively. Towards the end of the log file, the pump¿s fixed speed was adjusted and then finally set back to 8200 rpms. Specific causes for the changes in pump parameters cannot be conclusively determined. The heartmate ii IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow a derived value based on a calculation from power. In addition, it notes that "one single pump parameter is not a surrogate for monitoring the overall clinical status of the patient. Any change in parameters should be evaluated with all clinical considerations in mind." No further information was provided. The manufacturer is closing the file on this event.